Manufacturer narrative:
Section a2, a4 and a5: unknown, asked but not available . Section d6a: na, there was no patient contact. Section d6b: na, there was no patient contact. Section h3-other (81): the device was not returned for evaluation as the product is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a monofocal toric preloaded intraocular lens (iol) was opened on the surgery field but not used because it was broken. There was no patient contact with the device. No further information is available.